Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: us157854, m2a-magnum pf cup, lot # 437050. 192510, echo por fem red lat nc 10x130, lot # 295180. 139254, m2a-magnum 42-50mm tpr insrt-3, lot # 788250. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-11513.

Event description:
It was reported that approximately 4 years post implantation, the patient was revised due to elevated metal ion levels. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by revision operative notes received. Revision op notes demonstrated that the patient had left hip revision due to elevated metal ion levels. The patient experienced squeaking, crunching, stabbing, etc. Magnum head was removed and an active articulation bearing, a ceramic head, and a taper adapter were implanted. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.